Event description:
It was reported that an alert was observed noting the high voltage lead impedance (hvli) was high on the right ventricular (rv) lead. Upon review, it was noted that the upper limit for the alert had been set to 101 ohms on this patient for unknown reasons while the normal upper limit for (hvli) is 200 ohms. The limit was to be discussed with the physician. The patient was stable during checkup.